Event description:
(B)(4) called to inform pharmacy that the cleo catheter that patient was using before switching to IV remodulin, was found to be broken in 2 pieces inside of the pt. Surgeon was able to successfully remove the pieces and pt is doing fine. No other info known. Dose or amount: 9mm x 42". Frequency: na. Route: sq. Dates of use: from (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: pah.